Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mitral annuloplasty ring, the ring was explanted and replaced with a bioprosthetic valve. It was reported that the patient's valvular disease could not be repaired with a ring, and a valve replacement was required. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was residual mild to moderate regurgitation. The physician did not note any issues with the annuloplasty ring itself. If information is provided in the future, a supplemental report will be issued.